Event description:
It was reported that the rv, lv, and atrial lead dislodged twice. Upon third reposition blood ingression observed in the atrial and rv lead. All three full leads were explanted and taken out of service. No patient complications were reported as a result of this event. 3500a reported dislodgment due to ICD not sutured in place.